Event description:
It was reported that during pre-surgery, it was discovered that the foot pedal would not work on the foot control device. According to the reporter, the console indicated the foot pedal was not connected. The user tried the device on two consoles. However, the device would not work. A second foot pedal was connected to the console devices and it worked as expected. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
There was no contact phone number provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.